Event description:
It was reported that the pump buttons were delayed in responding to touch, and had to be pushed multiple times before the pump responded. No information was provided by the customer on if they were referring to the wake button on the pump or the touchscreen buttons on the screen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.